Manufacturer narrative:
Date of event was approximated to be (B)(6) 2019 as no specific event date was reported. (B)(4). A wallflex biliary rx partially covered stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received undeployed and was fully covered by the outer sheath. The clear outer sheath at the gas was noted to be damaged. The blue outer sheath was kinked and stretched out. The outer sheath was broken at the stiffening mandrel and the inner sheath was detached from the rest of the component. The inner shaft was kinked and at this point was found exiting at the guidewire access port. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. The stent was measured to be within specifications. No other damages were noted with the stent and delivery system. The damages noted to the delivery system are consistent with excessive force applied to the device during use. Taking all available information into consideration, the investigation concluded that the observed failures and the reported event were most likely due to procedural factors, such as handling of the device, the technique used by the user, and normal procedural difficulties encountered during the procedure, which limited the performance of the device. Therefore, the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be used during a procedure performed on an unknown date. According to the complainant, during the procedure, there was a problem firing the wallflex biliary material. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. Photos of the complaint device were received and upon review the outer sheath was damaged and the inner shaft was kinked. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the inner shaft/ sheath was detached/separated.